Event description:
It was reported that a patient underwent a pelvic surgical procedure to treat stress urinary incontinence on 11/20/2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to vaginal pain, bleeding, stress urinary incontinence and bladder infections, the mesh was removed on (B)(6) 2012.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to erosion and rectocele.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.